Event description:
The staples jammed and did not come out from the stapler or did not come out smoothly during surgery. Therefore, a new unit was used instead, however, the same issue occurred to all the 6 units of the same lot.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample in its o riginal packaging. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result for the next 8 staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 26 staples were able to engage and close into the skin pad. The stapler was returned with 35 staples remaining in the cartridge. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73h1900608 investigation did not show issues related to the complaint.

Event description:
The staples jammed and did not come out from the stapler or did not come out smoothly during surgery. Therefore, a new unit was used instead, however, the same issue occurred to all the 6 units of the same lot.